Event description:
It was reported that a patient presented with high pacing impedance and over-sensing of noise noted on the patient's right ventricular lead. It was noted that the lead had dislodged, and the over-sensing resulted in inappropriate shocks. Upon attempting to explant the lead, the lead was alleged to have fractured, and was damaged during the removal process. The lead was explanted surgically on (B)(6) 2025 and replaced. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events were lead dislodgement, inappropriate shock, high pacing impedance, oversensing noise, lead damage and lead fracture. The reported events of oversensing noise, inappropriate shock and lead damage were confirmed but the reported events of high pacing impedance and lead fracture were not confirmed. As received, a partial lead was returned in one piece with the distal assembly separated and was missing/not returned for analysis. These damages found are consistent with procedural damage. Due to the as received condition of the lead, the test for impedance could not be performed. X-ray examination did not find any indication of conductor fractures. Visual examination of the lead found lead body damage at the middle region consistent with clavicular crush damage. In this region, the optim sheath was not damaged. Dissection of this area showed the ring electrode and inner coil lumens, and the ptfe liner were damaged, and one ring electrode cable was also found abraded. These findings contributed to the events of inappropriate shock, oversensing noise and lead damage.